Event description:
Positive pressure leak and volume loss into closed suction catheter sheath during neonatal mechanical ventilation. The leak apparently resulted from suction catheter withdrawal to a position that placed catheter orifices beyond seal. Product insert does not warn of volume loss from over-withdrawal of catheter. Leak eproduced by MFR's rep on 3/2/95.